Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded multiple quality check code (qcc) 31 during a procedure. Customer was using lots s11321a & s11287. Customer states that he tried recollecting the sample from a line with a syringe into cartridge 8 times and got qcc 31 on all 8 cartridges. Causing a delay in treatment of a pt since the I-stat is the only method for testing act at the customer site. Art: (B)(4) in the I-stat system manual defines qcc 31 as "unable to position sample" error. The analyzer did not detect movement of sample across the sensors. This could be due to colt in the sample (especially in neonates), to not closing the snap closure on the cartridge, or to an aberrant cartridge. Based on the info available at the time, there were no injuries associated with this event. An investigation is underway.

Manufacturer narrative:
(B)(4). Lot# s11287, MFR date: 10/2011, expiration date: 03/28/2012.